Event description:
A customer observed a repeatable negative (non-reactive) ahbc result for a patient sample tested on a vitros eci analyzer. The sample was assayed on multiple days which included in 2009. The results did not agree with results obtained from an alternate hepatitis methods on the same samples. False negative results may lead to inappropriate physician action. The false results of this event were not reported. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. An additional MDR was filed for this event. See 9680658-2009-00044.

Manufacturer narrative:
The ahbc result for the sample in question is believed to be reactive based on alternate method confirmation and additional viral markers with the same sample. Vitros ahbc assay quality control results were acceptable the day of the event indicating the assay was performing as expected. Investigation into this event is unable to determine a root cause although it is likely that an unk sample interferant may have caused the erroneous vitros result.